Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited a high capture threshold, noise oversensing and intermittent capture at high output. Also, the lead was dislodged and confirmed by fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of intermittent capture, sensing noise, and dislodgement was not confirmed. The final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray inspection found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited a high capture threshold, noise oversensing and intermittent capture at high output. Also, the ra lead was dislodged and confirmed by fluoroscopy. In addition, the right ventricle lead also exhibited noise episodes. The ra lead was explanted and replaced but there is no intervention was performed for rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray inspection found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited high capture threshold and intermittent capture at high output. The lead was explanted and replaced. The patient was in stable condition.